Event description:
A medical professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation and decreased vision. The lens was repositioned. The lens remains implanted. Planned exchange. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5.- a medical professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation and transient loss of va. The lens was repositioned. The lens remains implanted. Planned exchange. H6. Health effect- clinical code (e): "4581- transient loss of va" should be added. Claim# (B)(4).